Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 450 mg/dl, which the customer treated with manual injections. The customer stated that the insulin pump alarmed no delivery, and she felt as thought she was not getting enough insulin. The most recent blood glucose reading was 200 mg/dl. She complained of nausea and a metallic taste in her mouth. She stated that the alarm issue was resolved by a complete infusion set change. The insulin pump also alarmed battery out limit in the past due to the batteries having been out of the device for longer than allowed by the insulin pump. She declined further troubleshooting. Nothing further reported.